Manufacturer narrative:
The event occurred on an unreported date in (B)(6) 2017. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized for the event. The cause was not reported. The patient was treated with unspecified anti-inflammatory drugs (dose and frequency not reported). The patient recovered from the event. Dianeal therapy was ongoing. No additional information is available.